Event description:
It was reported that the spike has come loose for the accusol bag before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One empty sample was received for evaluation. A visual inspection of the sample confirmed the reported problem. The clampex connector was found to be detached from the valve. The connector was returned separately with the sample. The root cause of the problem was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.